Manufacturer narrative:
(B)(4). Load not recalled. A field service engineer was dispatched to customer site and performed a corrective maintenance to resolve the unit issues. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported a cycle cancelled with the message "low pressure in injection 2" and the affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. The customer was advised to ensure cycle completion prior to releasing the load for use.

Manufacturer narrative:
The customer reported the patient was not harmed. A customer letter with instructions for use was sent in regards to releasing loads from cancelled cycles. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low."